Event description:
It was reported that the pump does not recognize the tubing. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error 46440, indicating a problem with defective dso sensor. Functional testing found the dso sensor was defective. The investigation determined the dso seal was damaged and the dso sensor was defective. The dso sensor and seal were replaced.